Event description:
It was reported the atw35 was used during a laparoscopic bowel resection. It was reported by the affiliate the instrument would not fire. The device was reloaded and it still would not fire. A new atw35 was opened and used and fired ok. There was no consequence to the pt.